Manufacturer narrative:
Zimvie complaint (B)(4). Multiple reports are being submitted for this event.

Event description:
It was reported that the implant at tooth site #4 has peri-implantitis & a loose abutment screw.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. Multiple reports are being submitted for this event. Zimvie did not receive one screw. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown zimmer screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the screw was not torqued to specification. Therefore, based on the available information, a device malfunction was not established. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.